Event description:
It was reported that the patient had a pocket infection and endocarditis. The entire system was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 5076 implantable pacing lead, 2005 (B)(6); 4194 implantable pacing lead, 2010 (B)(6), dofetilide, digoxin, heparin, diuretic, statin, beta blocker, angiotensin receptor blocker (B)(4). No eval explanation: lead not returned to manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.